Manufacturer narrative:
(B)(4). The customer reported problem was determined, by service on customer site, to be an issue with the force sensing resistor (fsr). Service found that the right fsr was out of range. The right fsr was replaced on-site at the facility by a field service technician to resolve the issue. Additional information: a service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported that "the check set loading not function" on a flogard infusion pump. It is unknown if this event occurred during patient use. Patient involvement is unknown, however no patient/user injury nor medical intervention were reported. No additional information is available at this time.